Event description:
A pronto v4 extraction catheter was used during a peripheral procedure. Resistance was encountered and force was applied upon removal of the catheter, resulting in separation of the distal shaft. All device fragments were retrieved and no patient impact was reported.

Manufacturer narrative:
Submission of this report does not represent a conclusion or admission by vascular solutions, inc. That the content of the report is complete or accurate, that the device failed or malfunctioned in any manner, or that the device caused or contributed to a death.